Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature of comparison between surgery and thermal ablation for adrenal metastases: a retrospective study, a retrospective study from 2008 to 2018 analyzed outcomes of 133 patients with adrenal metastases who underwent either surgical resection or thermal ablation. A total of 57 patients underwent thermal ablation consisting of microwave and cryo ablation with competitor device and radiofrequency ablation with either the cool tip ablation system or competitor device. Major complications related to thermal ablation included pneumothorax and hemorrhage. The authors reported that major complications required extended hospital stays.